Event description:
During surgical procedure, dr. (B)(6) was using the cage inserter for a revision of a previous cage (fusion). During use, the tip of the cage inserter got stuck inside the cage and broke off inside the implanted cage. Unable to retrieve.